Event description:
A home patient in (B)(6) was undergoing a dialysis treatment that involved a revaclear 300 dialyzer. During treatment a blood leak at the connection of the venous line to the dialyzer was observed. The amount of blood loss was not reported. The patient was not symptomatic and did not require medical intervention.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. The involved lot number is unknown therefore gambro can neither perform a lot history record check nor a complaint history check.